Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with 150 units of insulin. The customer reported that the cartridge septum did not appear to be round. The customer's blood glucose (bg) level was 137 mg/dl. Another cartridge was used and was successfully loaded.